Event description:
The operator of a vitros 250 chemistry system observed negatively biased quality control results with vitros phyt slides assayed on a vitros 250 chemistry system. The customer has observed error codes for the immunowash metering system and imprecise qc results for phyt intermittently prior to this event. The laboratory has not received any reports of inaccurate vitros phyt patient results during the time of this event and there was no allegation of patient harm.

Manufacturer narrative:
An ocd field engineer performed maintenance on the instrument to replace the immunowash fluid metering pump and has returned the instrument to expected operation. The investigation into this event concludes that the root cause was instrument related.